Manufacturer narrative:
The insulin pump was received with the currents within specifications, no unexpected failed battery or off no power without low battery. However, the insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm and off no power alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped prior to the event. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The customer stated that the battery was not previously used. The customer stated that the off no power alarm occurred without a low battery alert. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.